Manufacturer narrative:
Patient information was not provided by the site. No parts have been replaced or returned for evaluation. Site has not requested service on this system.

Event description:
It was reported that a surgeon switched from a minimally invasive to an open procedure in a spine surgery, due to an alleged malfunction of the stealth. No further details have been provided by the site.

Manufacturer narrative:
Four days after the incident occurred, a medtronic representative went to the site to test the equipment during an annual planned maintenance on the imaging system. Both navigation systems were tested with the imaging system. The accuracy met specification for both navigation systems. The systems passed the system checkout. The imaging and navigation systems were found to be fully functional. No further service has been approved by the site as the site does not have an active service contract.